Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (time loss/gain) issue. It was reported that the pump clock was gaining or losing greater than 5 minutes of time per month. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 09/17/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 08/24/2015 with the following findings: the reported issue could not be adequately investigated due to a failure of the bt1 component: no conclusions could be determined in regards to the reported issue. A review of the pump history and black box data revealed no evidence of a time gain/loss issue. The pump accurately maintained the time during a 5 day duration test. A 'time and date reset' issue was observed during the investigation; the time and date settings reset to their default values after the battery had been removed from the pump for less than 24 hours. The pump case was removed, and the bt1 internal battery component was found to be leaking and unable to hold a charge; this device failure caused the 'time and date reset' issue. Unrelated to the reported issue, the battery compartment was observed to be cracked in the area below the grip pad.